Event description:
The facility reported to baxter on (B)(6) 2010 a colleague infusion pump with a colleague infusion pump that had a failure code. The failure code was not specified. The condition occurred during programming and set-up on an unspecified date. During service at baxter, a technician discovered failure code 810:04. It is possible that the failure code reported was the failure code 810:04 that was discovered during service. The air in line printed circuit board was out of calibration and was recalibrated. There was no patient injury or medical intervention necessary according to the hospital representative. The user interface module master software version (B)(4) categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). During service at baxter, a technician discovered failure code 810:04. It is possible that the failure code reported was the failure code 810:04 that was discovered during service. The air in line printed circuit board was out of calibration and was recalibrated.